Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed the cause was not fully determined. When the baton cable was manipulate the image cut out intermittently. As no repair was possible for this failure, a new baton was sent to the customer and the returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there appeared to be a short in the cable. When the cable was moved the video feed intermittently cut out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.